Event description:
According to the report, bioglue was used in an ascending aorta replacement surgery for acute aortic dissection on (B)(6) 2013. Bioglue was also applied to the proximal false lumen. A few days later, the patient had a myocardial infarction. The surgeon performed a catheterization and discovered the left anterior descending coronary artery (lad) was narrowing. An obstructing material different from thrombus was found. However, the surgeon did not remove the obstructing material from the lad and the patient returned home without therapy. The surgeon indicated that the proper quantity of bioglue was used (one syringe) and bioglue was used with great caution such as priming. The surgeon believes that bioglue invaded the lad from the true lumen despite protecting the true lumen with gauze.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.